Event description:
The report received from the affiliate indicated that the cath f5.2+ pig 145 110cm 6sh catheter separated during positioning in the left atrium without any mechanical influence or manipulation by the health professional. Further damage outside the catheter is visible. The catheter could be removed by using a goose snare. No patient consequences have been observed. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Another product was used to complete the procedure successfully.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.